Manufacturer narrative:
Initial.

Event description:
It was reported that the user was initially unable to attach the connector to the ilet, describing that the connector would not turn and was not flush; a dry run without a cartridge succeeded, but subsequent attempts with a cartridge failed, and the user repeatedly removed and reinserted the cartridge into the connector outside the device, which could have damaged the cartridge septum and caused leakage. Symptoms included no reported adverse health effects. Outcomes included no medical intervention, hospitalization, or alarms. Investigation included troubleshooting and user education conducted by customer care. Investigation of this case revealed probable user handling and installation technique issues involving the connector and cartridge interface, with a likely damaged cartridge septum leading to a leaking connector; device hardware function appeared normal during the dry run. It was concluded, based on previously established findings for similar reports, that the cause was user handling error during cartridge-to-connector assembly outside the device.